Event description:
Implant was broken during insertion. Surgeon was able to locate the broken pieces and remove them from the joint. No pt injury was reported as a result of this situation. Another implant was used to complete the case.